Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro device was plugged in and the device immediately self activated. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).